Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had issues as the tubing disconnected close to the site location at the quick release while sleeping. The site location was at the hip, one time on the left side and other time on the right side. The pump was located at the back of patient's arm and the infusions were stored in the closet. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.